Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump fell in the water and was not working. The customer¿s blood glucose level was 198 mg/dl. Customer states they do not see fluid under the lcd. Customer states there are cracks on the insulin pump. The customer also reported that the top clear ring of the reservoir was thrown out with old reservoir in error. The customer was advised to revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
To inform that the section was missing with the initial report. The correct information has been provided with this report.